Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
It was reported to vyaire medical that the vela ventilator occurred transducer fault, vent inop, motor fault, low peak inspiratory pressure (pip) and low minute ventilation (ve) when powered on. The patient was transferred to other ventilator and confirmed no harm occurred with the reported event.